Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when the up or down arrow button was pressed. Customer's blood glucose was 283 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The pump had a broken reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window and cracked battery tube threads.